Manufacturer narrative:
Qc performed prior to the erroneous results was within the customer's established ranges. A field service engineer (fse) was onsite (B)(6) 2010, inspected the instrument replaced multiple parts. The fse performed qc validation which was accepted. On recur erroneous results of pivotal assays may contribute to serious injury to the patient. Hardware is the root cause for this event.

Event description:
Customer contacted beckman coulter inc. With erroneously elevated results for several assays generated by the by the unicel dxi 800 access immunoassay system for multiple patients. The erroneous results were reported outside of the laboratory. Two patients were admitted, but the customer could not verify the exact patients. The customer did not report affect to the user or patients attributed or connected to this event.